Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
The patient developed an infection at the device pocket and lead location. The patient experienced: drainage, incisional wound opening, fever and redness. The device system was removed. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered and treatment included IV antibiotics and oral antibiotics. It was noted that the primary location of infection was the device pocket and a culture was taken from the device pocket. It was reported that the infection resolved.